Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient woke up early in the morning and felt very weak and disoriented. When she looked at her receiver and g7 app her sensor had stopped working because it failed. The display device reportedly showed a message to replace sensor; however, it was not reported whether an audible alert/alarm was sounding. Her boyfriend gave her some juice to drink, then she felt better. When she took a finger stick her blood glucose was 50 mg/dl. She didn't go to the hospital; she stayed home because she felt better. At the time of the report, the patient was in normal condition. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.